Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl. The customer did not know the cause of the high bg and was to speak to a healthcare provider about "upping the insulin dosage" to address the high bg. The customer declined tandem technical support's offer to troubleshoot.